Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they switched back to p1, but experienced shocking while sitting. It hurt so bad that they tuned stim down to zero and the shocking stopped. Since then they had increased the setting and did not experience any shocking. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
Additional information was received from the patient. The patient called to asked about programming, settings and symptom control, said having more accidents. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information, including therapy expectations. When asked regarding patient's level of improvement patient did not respond. Reviewed general programming guidance including information about programs. At this point patient expressed gratitude for therapy information and ended the call. Patient to make adjustment and monitor symptoms. For the report of patient called before for direction on how to use external device, patient reported therapy wasn't helping and patient reported having issues with program 2, shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.